Event description:
It was reported that the surgeon inserted a +26.0 diopter cc4204bf collamer plate lens and the trailing haptic was torn by the foam tip plunger during insertion. There were no pt injuries reported.